Event description:
It was reported that the ventricular lead exhibited over sensing. A chest x-ray revealed that the lead was fractured at a follow up on (B)(4) 2012. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.